Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that the patient underwent an irrigation and a debridement with polyethylene exchange in the left knee due to left knee arthrofibrosis and infection. The tibial insert component was removed.